Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was noted that the lead exhibited loss of capture a few weeks post implant. The lead was explanted and replaced.